Event description:
Customer reported that battery depleted too quickly. There was no adverse impact to the customer's blood glucose level. No action was required as the customer declined troubleshooting and a callback.

Event description:
Customer reported that battery depleted too quickly resulting in the pump shutting off. There was no adverse impact to the customer's blood glucose level. No action was required as the customer declined troubleshooting and a callback.